Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot#: v184424, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-33, lot#: j0327053v, implanted: (B)(6) 2003, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: v184424, UDI#: (B)(4). Product ID: 3487a-33, serial/lot #: (B)(4), ubd: 30-may-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's controller gave him an error message that his stimulator could not provide the desired output. The rep troubleshooted with patient via phone and tried all 3 groups, backing them down until the oor error cleared and then increasing the amplitude until he hit oor. With each group (a, b and c), the patient hit oor between 2 and 3 ma. Patient's desired output level for each group varied between 4 and 8 ma. Patient reported no falls/ trauma. Rep scheduled to meet with the patient to check impedances on monday, april 20th. Rep stated if they are unable to product paresthesia that is satisfactory to the patient they will recommend placement of at least on new 8 contact percutaneous lead; because of age of the patient's existing leads at the time of his most recent battery replacement, (B)(6) 2020 the possibility of replacing a new lead into unoccupied battery header was discussed with hcp. Issue not resolved at this time. Additional information was received from the rep. Rep reported they met with patient and all impedances were over 2,400 ohms with the highest being over 22k ohms. The rep was unable to deliver paresthesia via any of the 8 implanted electrodes. Rep recommended a lead revision and/or the implantation of a new lead the hcp. Unknown at this time if surgical intervention will take place. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 3487a-33 lot# v184424 serial# implanted: 2003-06-24 explanted: (B)(6) product type lead product ID 748925 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type extension product ID 3487a-33 lot# v184424 serial# implanted: (B)(6) explanted: (B)(6) product type lead product ID 3487a-33 lot# j0327053v serial# implanted: (B)(6)explanted: (B)(6) product type lead product ID 748925 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type extension product ID 3487a-33 lot# v184424 serial# implanted: (B)(6) explanted: (B)(6)product type lead product ID 3487a-33 lot# j0327053v serial# implanted: (B)(6) explanted: (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had revision lead surgery due to high impedance issues. The healthcare provider agreed with the age of their prior implants it was best that new leads be implanted and the old system be completely removed. The patient was brought in for programming and it was determined that it wasn't possible because of their high impedance values on all contacts. Revision occurred and all old leads were removed along with extensions. New leads were implanted and the patient had immediate post-op comfort. The issue was resolved at the time of report. No further complications were reported or anticipated.